Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the log file captured a driveline disconnect event on (B)(6) 2025. The driveline was disconnected for a controller exchange. The controller connections seemed to be leaking blue liquid and the patient was concerned. Prior to the disconnect the pump was functioning.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues, including when the power cables were manipulated by hand. The system controller was disassembled to inspect the internal components, revealing that a dried green fluid substance was coming from where the system controller power cables enter the controller housing. The outer jacket of both power cables were then removed, revealing that the underlying wrap layers, shielding, and wires were coated in a green fluid substance consistent with fluid ingress. Log files were submitted and downloaded for review and data from the event date of 18apr2025 was reviewed. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook (rev. A) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: power cable damage and wire fatigue no further information was provided. The manufacturer is closing the file on this event.

Event description:
The controller was exchanged without incident. It was thought that fluid had gotten into some of the connections and that the fluid was from oxidized areas.